Manufacturer narrative:
(B)(4). The field service technician (fst) has been sent for further investigation. According to service order, following work has been done: the fst replaced the old battery pack for high temp alarm. Vacuumed any dust found in front panel. Ran unit to verify no high temp alarm after replacing battery pack. Unit passed all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use. Thus the failure could not be confirmed. The most probable root cause could be determined as the battery pack was due for replacement. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was reported that the error message "temp" occured twice in the last 24 hours of patient treatment. The initial reporter has stated that he was comfortable keeping the machine in service and that no negative sequelae has occured. No known patient harm. Internal reference: (B)(4).